Manufacturer narrative:
Monitor 2008, battery packs 2008. Device eval summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The root cause of the damage connectors cannot be positively identified, but appears to be the result of the battery pack(s) being forced into a misaligned monitor connector. The connectors were repaired. The battery packs were retested and then restocked. Battery pack also had defective cells. The battery pack was not charging correctly because of the damaged connector. The damaged connectors on the monitor and battery pack were replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.

Event description:
The monitor of a male pt was received by lifecor. The monitor would not power on. Support sent a pt services rep (psr) to the pt to replace the monitor and both battery packs.